Event description:
The customer reported that a pt had to be revived "bagged" following a loss of power at the hospital due to a thunderstorm. The user was unaware that the pt parameters were defaulted as a result of the outage.

Manufacturer narrative:
(B)(4). The reported description notes that following a power outage, the bedside monitor returned to its default settings. The user was unaware that the pt parameters were now defaulted. An untoward pt condition did not trigger a pt alarm as the spo2 desaturation default setting was outside of intended measurement for this pt. There is no indication that there was any negative impact on the pt. The pt condition did require emergency care from the unrecognized arm parameter change. Root cause-use knowledge. No product malfunction. According ot the intellivue instructions for use manual, "all settings are reset to the stored defaults: when you discharge a pt, when you load a profile, when the monitor is switched off for more than one minute (if automat. Default is set to yes). Product testing by the customer's biomedical engineering staff found that the pt monitor did revert to its settings after the power was shut off for greater than one minute. The available info from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.